Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned with the batteries removed from the pack: therefore, a lab battery was used for testing. During functional testing the device would not power on. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. Visual inspection of the interior of the original battery pack found evidence of a battery leak. Also, the motor would not power on when the electrodes were made to touch in either trigger modes when connected to the lab battery pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: china.

Event description:
It was reported that during surgery, the unit would not spray out water. Another device was used to complete/finish the surgery. As battery could not be returned, they tried to turn on the pulsavac, but device cannot be turned on to operate, and crystals were seen on the battery box. The saline bag was above the patient. The unit was under load for 1 minute during surgery and it was used under a continuous trigger operation. The surgeon did not follow the ¿typical mode of operation¿ during surgery, because if the surgeon takes this action and the device still cannot work, 8 minutes would be wasted. There was no patient harm/injury or surgery delay reported. There was no additional medical intervention required. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.